Event description:
It was reported that the user experienced a pairing failed alert when attempting to connect the dexcom g7 sensor to the ilet, with the ilet remaining in pairing mode while the dexcom app continued to display glucose readings, consistent with an intermittent communication failure associated with the antenna/electrical and magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose management on the pump was not affected. Investigation included communication with the user and analysis of information provided by the user while guiding a re-pairing attempt, including toggling from g6 to g7 and restarting the pairing process. Investigation of this case revealed an interoperability problem between the ilet and the g7 sensor consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.